Event description:
It was reported the dyonics 25 control unit was overheating during procedure. There was no delay in the procedure and there was a back up device available. No injuries or complications were reported as a result.

Manufacturer narrative:
The reported device was not made available to the designated complaint unit for independent evaluation; thus, a visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the service device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.